Manufacturer narrative:
(B)(4).

Event description:
The recipient has reportedly been hospitalized following a relapse of meningitis.

Manufacturer narrative:
(B)(4). The recipient was reportedly admitted to the hospital on (B)(6) 2016. The recipient presented with fever, multiple episodes of vomiting, headache, and neck rigidity. It was confirmed that the meningitis was not device-related and the recipient is doing well following recovery. The recipient remains implanted. This is the final report.